Manufacturer narrative:
The date of initial implantation is not known at the time of this report. Device not received by manufacturer.

Event description:
Per the clinic, the patient sustained an impact to the implant site. Subsequently, the patient experienced pain and a loss of osseointegration resulting in fixture loss.